Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker procare technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Product was inspected by the manufacturer field service technician and was not returned to the facility.